Event description:
It was reported that the report that clinical feedback indicated that the measurement data was inaccurate.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.